Event description:
It was reported that there was particulate matter in the cassette of a homechoice automated peritoneal dialysis set. This was found prior to use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. A review of all batch record documents for lot number s13e28070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.